Event description:
It was reported that during an implant attempt, a white spot was visible on xray after the lead went through the 9fr safe sheath. Coil appeared to be "spread out". Lead was not used. New lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor was distorted and the outer insulation was breached/cut on visual inspection. Blood was also noted in the helix mechanism.